Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. The blood glucose reading was 500 mg/dl at time of the call. Troubleshooting was performed and the basal rates and setting in the insulin pump were correct. Ran a fixed prime test and passed. Performed the high pressure test and failed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.